Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced high blood glucose. Blood glucose at the time of event was 450 mg/dl which the customer treated with manual injection. Customer stated that they had discrepancies between the sensor readings and blood glucose readings. Sensor glucose was reading 250, while blood glucose was 450 mg/dl. Insulin delivery was not suspended. Auto mode feature was active at the time of the incident. It was found that the customer forgot to fill the cannula dead space after removing the introducer needle. The insulin pump will not be returned for analysis.